Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The technician used hemostat and pushed on the safety release button and click was heard. The device was released and removed without incident. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the fully clip deployed. The thumb advancer had been retracted as far proximal as possible. The vessel locator wings were broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bond. All of the vessel locator components were returned. When the device was opened to examine the internal components, the safety release rod was found pushed inward out of its retaining tabs. The broken vessel locator wings and mislocated safety release rod are consistent with difficult device removal. The most probable root cause for the broken locator wings is compaction of subcutaneous tissue between the distal end of the tube-set and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending and breakage of the locator wings and subsequently contributing to difficult device removal. No mfg or quality issues were detected. Review of the device history record for this lot did not product any findings relevant to this report.